Event description:
It was reported that on (B)(6) 2026, a 29mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of right branch bundle block (rbbb). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. The patient experienced a right branch bundle block (rbbb) and stabilized after the placing a temporary pacemaker. During the procedure, on the second attempt, the valve was unable to be recaptured. It was difficult to turn the deployment/re-sheath wheel and continued until the end of its road. The ds was retracted back into the descending aorta, and a mirco-adjustment wheel was used but the valve was not completely encapsulated. It was removed from the patient's anatomy and a new 27mm, navitor vision valve was loaded for implant using a new large flexnav ds. The valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc). On the following day, a permanent pacemaker was implanted. On (B)(6) 2026, the patient was discharged.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.